Manufacturer narrative:
Date of event: (B)(6) 2019 was chosen as no exact date was reported. The patient presented with recurring symptoms in (B)(6) of 2019 and an "abnormal examination was noted."

Event description:
It was reported that in-stent restenosis of the left superficial femoral artery (sfa). During a pre-planned procedure on (B)(6) 2018, 49 days post index procedure, the left lower extremity angiography revealed chronic total occlusion in the left sfa, so this occlusion was treated with a sterling balloon (the size was reported to be either a 3mm or a 6mm). Post-angioplasty angiogram revealed a grade c dissection in the distal left sfa post treatment with sterling balloon. The grade c dissection was then treated with 6 x 120 mm innova stent, and the very proximal sfa (including its ostium) was treated with non-bsc 6x150mm drug coated balloon. Post-treatment angiogram revealed excellent technical results with brisk antegrade flow through the common femoral, sfa, profounda, popliteal, tibioperoneal trunk, peroneal and posterior tibial artery. On (B)(6) 2019 (unknown latency), the patient presented with recurrent symptoms in the left leg and abnormal physical examination was noted. The patient developed severe in-stent restenosis in the 6 x 120 mm innova stent, so re-intervention of the left lower extremity was performed to treat this restenosis. Proximal native sfa severe stenosis was also treated. Posterior tibial angioplasty was also preformed with excellent technical results. No further complications were reported. It was further reported on 23, may 2019 for the procedure on (B)(6) 2019: pretreatment angiogram showed a near complete chronic total occlusion of the left sfa just past the first 0.5 cm with reconstitution of a diseased distal sfa near the hunter's canal, and the posterior tibital is patent with multiple areas of stenosis in the proximal half of the calf and then it is completely occluded with reconstitution of plantar vessels. The physician performed angioplasty of the common plantar and left posterior tibial artery with a 3mm sterling balloon for 2 minute inflations for multiple areas of severe stenosis and distal posterior tibial artery occlusion. Then the sfa was treated with a 6mm sterling balloon (the grade c dissection was noted after this angioplasty). After the 6x120 innova stent was placed, it was postdilated with an unspecified 6mm balloon. After the procedure, the patient had a palpable left posterior tibial pulse which was absent preoperatively.the patient tolerated the procedure well. No complications were encountered.

Manufacturer narrative:
Date of event: (B)(6) 2019 was chosen as no exact date was reported. The patient presented with recurring symptoms in (B)(6) 2019 and an "abnormal examination was noted."

Event description:
It was reported that in-stent restenosis of the left superficial femoral artery (sfa). During a pre-planned procedure on (B)(6) 2018, 49 days post index procedure, the left lower extremity angiography revealed chronic total occlusion in the left sfa, so this occlusion was treated with a sterling balloon (the size was reported to be either a 3mm or a 6mm). Post-angioplasty angiogram revealed a grade c dissection in the distal left sfa post treatment with sterling balloon. The grade c dissection was then treated with 6 x 120 mm innova stent, and the very proximal sfa (including its ostium) was treated with non-bsc 6x150mm drug coated balloon. Post-treatment angiogram revealed excellent technical results with brisk antegrade flow through the common femoral, sfa, profunda, popliteal, tibioperoneal trunk, peroneal and posterior tibial artery. On (B)(6) 2019 (unknown latency), the patient presented with recurrent symptoms in the left leg and abnormal physical examination was noted. The patient developed severe in-stent restenosis in the 6 x 120 mm innova stent, so re-intervention of the left lower extremity was performed to treat this restenosis. Proximal native sfa severe stenosis was also treated. Posterior tibial angioplasty was also preformed with excellent technical results. No further complications were reported.